Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter as well as to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on (B)(6) 2017 at around noon. At this time, the patient obtained a blood glucose result of ¿439mg/dl¿ with the subject meter (which they felt was higher than their feelings and/or normal results) and ¿over 300mg/dl¿ on another device within 30 minutes of one another. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy, and in addition, meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that within the same week that the alleged product issue started they developed the symptoms of ¿shaky and off balance¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate high results with the subject meter.